Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) has been up to 418mg/dl with excessive urination, extreme thirst and headache. The patient treated bg on their own. The patient stated that they change out cartridge every three to three and a half days. The patient stated that they bolused right before call and noticed that her ifs was leaking at the site. The patient stated that they use the vial of insulin for more than the 28 days recommendation. The patient stated that they noticed the bg rising as it got closer to the end of the vial. Customer support (cs) walked through an air bolus and pump successfully able to deliver air bolus. All settings were correct. Cs advised the patient that the pump is not malfunctioning. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from using insulin beyond the recommended days.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (using insulin beyond recommended days).

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.